Event description:
User received an alarm related to the cartridge while using the pump, which was confirmed in pump history. There was no reported impact on customer¿s blood glucose level. The pump was replaced under warranty, and the customer was informed of the need for replacement but declined to share backup therapy information. Technical support instructed the customer to return the problematic pump using the provided pre-paid label and box.